Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.9, reference: 3.0, mean: 3.45, confidence limits: 2.0-5.0. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. Root cause of customer's complaint could not be determined from the information provided by the customer. As reviewed on 03/03/2011, fifty-three discrepant result complaints were reported for lot #234523, yielding a complaint rate of 0.044%. Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Result as follows: date: (B)(6) 2011, inratio: 3.9, lab: 3.0. Patient's therapeutic range: 2.5-2.75 inr. Patient was scheduled to have a medical procedure performed (esophageal manometry), that was canceled due to high inratio meter results. Patient also mentioned that meter results have varied from 1.9-4.9 inr over the past year.